Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with case cracked behind the device near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a picture of the open book image and insulin pump started alarming. The customer¿s blood glucose was 150 mg/dl. Customer stated that hairline crack at right on the battery portion and runs at the back of the battery side. Troubleshooting was performed for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.